Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the structured query language (sql) server was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the structured query language (sql) server was down. A technical support specialist (tss) dialed in to the station, was able to access sqldata database and tested login to es server no issues. The system functioned as intended after the technical support specialist investigated the device. The tss reported that upon contact with the customer the case was closed with the customers permission as the customer indicated the issue had already been resolved.